Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, moisture was found in the battery compartment. The contrast button was found to be under-responsive. The keypad cover was removed and contamination was found on the contrast button contact. A leak test was performed and no leaks were identified. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that moisture was located in the battery compartment and that the contrast button was under-responsive. The contrast button does not impact the user¿s ability to deliver insulin. There were no reported response issues with the up-arrow, down-arrow, and ok/enter keypad buttons. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit. There was no indication that the product caused or contributed to an adverse event.